Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had been in the hospital since monday and had to start cathing which they haven't had to do since implant. Caller said that they did some x rays and it showed the patient had some stool so they did a clean out and they got all the stool out so it wasn't putting pressure on anything like that. Now the patient was still not able to urinate on their own with the stimulator and they didn't know if there is a problem with the machine or what is going on. Caller also said that on all of the programs it hurt really bad down there when they increase the stimulation and sometimes when they were walking around it would make it where they poop on themselves like they had no control over it.  The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.